Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested to review the presenting electrogram (egm). Technical services (ts) was contacted and observed a possible undersensing on this right atrial (ra) lead. Ts recommended to perform a chest x-ray to assess if this lead had migrated, as the system was recently implanted. No adverse patient effects were reported. This ra lead remains in service.